Event description:
It was reported that during a procedure, the generator showed an error message and was not heating the probes to temperature. Troubleshooting did not resolve the issue. As a result, the procedure could not be completed. There was no adverse consequence to the patient.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.